Event description:
The customer reported that during activity the system would freeze indicating an error of x-ray not working; after reset it started working again. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.